Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that contact 4 was out of range at greater than 30,000 ohms. It was noted the hcp stated to avoid programming on that contact. It was noted the event did not lead to a serious adverse event or injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via a manufacture representative (rep) reported there was further infection available regarding actions/interventions to resolve the out of range impedances on contact 4. The hcp noted there was no further information regarding the cause of the out of range impedances on contact 4. The hcp stated there was no further information regarding if the out of range impedances on contact resolved. There were no further complications that have been reported as a result of this event.